Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the middle meningeal artery (mma) using penumbra smart coils (smart coil), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician advanced the first smart coil into the target vessel and attempted to detach it using a handle; however, the smart coil failed to detach. Therefore, the physician switched to a new handle and detached the smart coil. The physician then advanced a second smart coil into the vessel and was unable to detach it using both handles. Therefore, the physician used his fingers to pull the pusher assembly and manually detached the smart coil. Next, while advancing a smart coil through the microcatheter and into another branch of the mma, the physician experienced resistance and decided to remove the smart coil. However, upon removing the pusher assembly of the smart coil out from the microcatheter, the physician noticed the smart coil had unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached smart coil was removed and the coil was flushed out. The physician reinserted the microcatheter and placed a new smart coil in the vessel. Afterwards, the physician advanced another smart coil into the target vessel and made multiple attempts to detach it using both handles; however, the smart coil failed to detach. The physician attempted to manually detach the coil, but the smart coil would not detach. Therefore, a forceps was used to detach the smart coil. Subsequently, the same issue occurred with the last smart coil. The physician, therefore used a forceps to detach the last smart coil. The procedure had ended at this point. There was no report of an adverse effect to the patient.